Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that there was an urgent care visit for his high blood glucose levels. Customer's stated that his blood glucose levels at the time of the urgent care visit may have been around 500+ mg/dl. Customer stated that he gave himself a shot 20 minutes before going to urgent care. Customer reported symptoms related to his high blood glucose levels included vomiting, nausea, and diabetic ketoacidosis (dka). Customer stated that he was treated with saline. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.